Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Patient had lost 50 lbs. And the ipg was moving in the pocket. On (B)(6) 2019 the ipg was explanted and replaced.

Event description:
It was reported that the discomfort is resolved.